Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device manufacturing date and device expiration date could not be determined.

Event description:
It was reported that the customer tried to warm the fluid but it only rose to 40 degrees celsius. To troubleshoot, an alarm test was done but the fluid only warmed to 42 degrees. No patient injury was reported. No additional information is available for this complaint. Serial number provided could not be verified.

Manufacturer narrative:
Other, other text: the device was returned for evaluation. No physical damaged was found on the device. Operational and functional testing was performed; the reported problem was confirmed. The root cause was undetermined. The circulating water temperature was readjusted, and it was confirmed that the overheat alarm functioned correctly. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Serial number was obtained.